Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider via a manufacturer representative regarding setscrews used for spinal therapy. Pre-op diagnosis was lumbar disc herniation. Procedure performed was lumbar disc herniation, the posterior disc was removed, and the posterior lumbar spine was fixed with a screw rod. It was reported that intra-operatively, set screw slipped. There were no patient symptoms or complications as a result of this event. The product came in contact with patient. There was no delay in the overall procedure time.